Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the tech found the syringe to have a black mold-like substance growing underneath the cap/at the end of the syringe plunger.

Manufacturer narrative:
A product analysis cannot be performed as samples were not returned to the manufacturing site for analysis. The device history record for lot 633423x was reviewed. During the manufacturing of the syringe assemblies for this lot, 416 syringes were visually inspected and 900 syringes were physically tested with 0 defects recorded relating to this customer report. The molded component inspection reports were reviewed with 0 defects recorded relating to this customer report. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this reported condition. If samples are returned the site can re-open the investigation and perform an analysis on the returned samples. Without samples the root cause cannot be identified. Without any photos for black mold-like substance the potential contributing factors can include but are not limited to: ¿ feeding components machine malfunction ¿ assembly feed system malfunction ¿ assembly feed printed barrels system malfunction ¿ cleaning procedures not followed. If information is provided in the future, a supplemental report will be issued.